Manufacturer narrative:
Concomitant medical product: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. The patient had a fall that was unrelated to the device so they were getting an x-ray to ensure that the leads had not moved. The patient was having trouble with charging. There was an alleged overdischarge the implantable neurostimulator (ins) kept failing and would not hold a charge. They tried multiple (2-3)physician mode recharges (pmrs) last week and the day of the report but nothing was working. Last week the patient reported that the implantable neurostimulator recharger (insr) got hot to the point where they had to stop recharging and it felt "very different and very weird." The patient did not report seeing the thermometer icon. The insr was not burning the patient but assumed it was uncomfortable. The caller indicated that it took 4-5 hours for the patient to try to charge and the caller did not know if that was normal for the patient or not. On the day of the call, the manufacturer representative attempted to recharge the patient and nothing happened but the second attempt showed the normal recharging screen. Caller did an antenna locate (al) prior to call and was getting "good numbers" which they clarified was a range of about 62-68 but they were not getting any bars. Caller stated that the patient had been charging for 30-40 minutes and the clinician programmer still showed ins was discharged. Caller went back into the room with the patient and saw they had 4 bars and upon moving the antenna off and then back on to the ins, they had 2 bars and then 3 and then 0. Caller did al on the call which showed ranges of 64-64 and 58-64 while turning the antenna, on the last turn of the antenna caller saw range of 56-70 with average of 68 and when they started a charging session they were seeing 8 bars and patient was using the belt. No further complications were reported.